Event description:
The customer reported that the system failed to boot properly. Further information was received from the field service engineer indicating that the system failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter pcb assembly and gpos (general purpose operating system) cpu assembly were evaluated and replaced. The software settings on the rtos (real time operating system) cpu were also corrected. The system was tested and found to be working as intended and returned to service.